Manufacturer narrative:
As reported through a case study of a 3-months-old female patient born at 28-week gestation, weighing 3.5kg was found to have a moderate patent ductus arteriosus (pda) with continuous left-to-right shunting. A 5-4mm amplatzer piccolo occluder was implanted in an intraductal position in the pda. The following morning, it was noted on chest radiograph and echocardiogram that the device had embolized to the left pulmonary artery (lpa). The embolized device was retrieved in a repeat catheterization. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as the device was retrieved in a repeat catheterization. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Literature: article title: spontaneous closure of patent ductus arteriosus in preterm babies after failed attempts at transcatheter device closure.

Event description:
The article "spontaneous closure of patent ductus arteriosus in preterm babies after failed attempts at transcatheter device closure" was reviewed. The article presented a case study of a 3-month-old female, born at 28-week gestation, weighing 3.5kg with history of tracheobronchomalacia after prior repair of tracheoesophageal fistula. A moderate patent ductus arteriosus (pda) with continuous left-to-right shunting was observed on echocardiogram. Angiography demonstrated a type c tubular pda. The minimum diameter of the pda was 4.0mm. A 5mm x 4mm amplatzer piccolo occluder was implanted in an intraductal position in the pda. After the procedure, the patient remained sedated with dexmedetomidine overnight. The following morning, it was noted on chest radiograph and echocardiogram that the device had embolized to the left pulmonary artery (lpa). The embolized device was retrieved in a repeat catheterization. The pda appeared smaller. A 6mm x 4mm amplatzer duct occluder was deployed and removed before release due to unsatisfactory position. On the following day, the pda was tiny. Five days later, there was no pda seen on echocardiogram. Three weeks later, the pda remained closed. The article described a total of three cases of transcatheter closure of pda in preterm infants where the closure was unsuccessful, but the pda closed spontaneously in the following days after the transcatheter attempt. The article concluded that further studies were required to determined whether mechanical stimulation of the pda by the wire is a useful alternative therapy in this patient population. [The primary and corresponding author was dr. Ahmed deniwar, division of pediatric cardiology, mcgovern medical school, university of texas health science center, houston, texas, USA, with corresponding email: (B)(4)].

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the lot number was not provided. Literature attachment: article titled " spontaneous closure of patent ductus arteriosus in preterm babies after failed attempts at transcatheter device closure ".